Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 9680091-2022-00015. A facility reported that on september 6, 2022, the tcc-ez casting system (tcc23002) remained soft and pliable even after waiting for the cast to completely dry and cool. It did not harden so when putting in the tcc boot, the cast can easily deform from bootstraps. The customer had to use multiple kits on same patient to get a cast that will set properly. Additional information received that a second event happened (B)(6) 2022. The kit was not expired, and the procedure was reviewed with the nurse to ensure that the correct water temperature was used.

Manufacturer narrative:
Tcc-ez was not returned for evaluation (product discarded by customer). Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.